Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate and the battery rapidly depleted. There was no reported impact to customer's blood glucose. Contact did not provide further information and declined follow up from tandem technical support.